Event description:
Pt was undergoing a percutaneous coronary intervention to the lad bifurcating system followed by staged percutaneous intervention to the right coronary artery branch. This revascularization procedure was intended to fix severe two vessel coronary artery disease. The procedure was performed using the apex monorail ptca dilation catheter manufactured by boston scientific. During the procedure, a portion of the catheter become stuck inside the pt. Upon attempting to remove it, the wire broke. The pt's surgery was completed with a portion of the catheter remaining inside his right coronary artery branch. Two days later, a second attempt to remove the balloon catheter failed. Pt has since received a bypass operation to bypass the portion of the artery blocked by the debris.